Event description:
The customer reported that the picture is freezing and they cannot send it to the printer. No patient injury was reported.

Manufacturer narrative:
A ge healthcare representative evaluated the system and replaced the on/off switch, time/date battery, and tightened the power cord connection. System operates as intended. (B) (4).